Manufacturer narrative:
Since no product or lot number was provided, a device history report will not be performed. If there is any further, relevant info, a supplemental medwatch will be filed.

Event description:
Note: this info was received by boston scientific corp through documentation provided by the patient in 2008. A hydrothermablator control unit was used during a hydrothermablation (hta) procedure. According to the patient, during the procedure, there was leaking at the cervix and she is now "having some problems". In 2009, follow up info was received which revealed that the patient is experiencing "blistering" on her labia which is being treated with silvadene cream. Despite several attempts to gather additional follow up, we were unable to obtain further info regarding this event.